Event description:
This is a report of a home patient that acquired peritonitis due to failure to wear a mask during peritoneal dialysis therapy. The home patient was on (unknown) antibiotics intraperitoneally (ip) for two weeks. The home patient was recovering from the peritonitis no additional information is available from the home patient.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.